Manufacturer narrative:
Patient code (B)(4): no code available (secondary surgery, icl explant, cataract extraction with iop implantation) (B)(4).

Event description:
Article stated that the surgeon implanted an icl implantable collamer lens into the patient's eye. The lens was explanted due to cataract development. Patient underwent cataract surgery and iol implantation. Attempts at obtaining additional information have not been successful.